Event description:
Healthcare provider (hcp) reported patient (pt) was feeling sick and was sent to the hospital. Hemodialysis treatment was performed at hospital on 10/8/99 and pt reported feeling sick at the end of treatment. Pt had low hemoglobin and hematocrit during hospitalization. Pt was transfused two times and discharged to home on october 13.